Event description:
The patient reported that they "had a pump one time back in (B)(6) and"had withdrawal problems really bad". The patient's outcome was not provided. The medications used within the system at that time were unknown.

Manufacturer narrative:
Product ID 8709, lot# l57100, implanted: 1999-(B)(6), product type catheter. (B)(4).